Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 300 mg/dl. The caller did not have time to troubleshoot at the time of the call, and wanted someone to call her back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.